Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. As a precaution, physio-control replaced the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that on several calls that they attended to over a two day period that their device would intermittently shut off by itself. The customer further advised that they were able to restore power quickly. There was patient use associated with the reported event. After multiple attempts, physio-control has been unable to contact the customer to obtain additional information about the patient(s) or the event(s).